Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that hospitalization and high blood glucose levels. Customer's blood glucose reading was 477 mg/dl. The customer was unable to treat their high blood glucose levels via insulin pump. Customer was taken to the emergency room and treated their high blood glucose level's via manual shot. The auto mode feature on the insulin pump was not active. The insulin pump will not be returned for analysis.